Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Profound and permanent neurological injuries [nervous system disorder]. Other severe and permanent physical injuries [injury]. Zinc poisoning [metal poisoning]. Copper deficiency. Device ineffective (fixodent failed to secure dentures)[device ineffective]. Case description: an attorney reported that his client, an adult female age (B)(6), used fixodent denture adhesive, version unk cream on her dentures for at least 8 years, beginning 2001 through 2009, and reported the following: profound and permanent neurological injuries, other severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities, zinc poisoning, copper deficiency, and device ineffective (fixodent failed to secure dentures). Treatment: received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: denture wearer for over 8 years. No further info was provided.